Event description:
It was reported that the system 9600+ would fluoro and then after going into standby mode would not fluoro any longer. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It was determined that the relay k2 on the power motor relay circuit board needed to be reset. The system was tested and found to be working as intended and placed back into service.